Manufacturer narrative:
Per the service repair technician (srt) the complaint description has been clarified and determined to be a cut in the flex drive cable, which is not a reportable complaint. Please disregard the initial report as this complaint is not considered a reportable event.

Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded. Diligence for additional information was unsuccessful. The medical facility employee does not have any idea about the issue and was only told to call for repair.

Event description:
It was reported that the unit is broken and needs repair. No other details regarding the nature of this event were provided.